Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance despite multiple repositioning attempts. The lead was not used and replaced during the procedure. The patient was in stable condition.